Event description:
It was reported that the quick bolus function was not working. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump; however a replacement pump was sent to resolve the issue.